Manufacturer narrative:
It was reported that a circumferential pericardial effusion during implant was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. It was indicated that during the procedure patient's activated clotting time (act) level was 249 seconds. It was also indicated that the pericardial effusion was related to patient's heart failure. No cardiac tamponade was observed. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported intervention was a result of case-specific circumstances as a medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the lot number was not provided.

Event description:
Clinical information: crd_1056 - advance laa, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder (lot: 8673120) was chosen for implantation utilizing a 14f amplatzer torqvue delivery system (lot: 9120197). The patient presented in sinus rhythm. The 22mm occluder was removed due to incompatibility with anatomy. A replacement 25mm amulet occluder (lot: 9207580) was implanted successfully utilizing the same delivery system. Left atrial pressure was 16mmhg, no fluids were administered. Minimum activated clotting time was 249 seconds. 36 hours post procedure, a 5.63mm-8.60mm small/trivial circumferential pericardial effusion was observed posterior to the heart in transverse sinus. There was no evidence of hemodynamic compromise. No intervention was performed. It was thought the pericardial effusion was related to patient's heart failure/pericarditis.